Event description:
Dealer stated patient was in bed sleeping, power cord sparked and caused a fire in the home. The fire was put out by an extinguisher. Please see additional information. Please note any further information received will be provided in a follow up report. Sample available for pending evaluation. There was no injury.

Manufacturer narrative:
Spoke with provider who stated the bed was in the living room about 18 to 24 in. From the wall. Cord ran across the floor up the wall to the outlet towards the foot of the bed. Where the floor and wall met is where it looks like the cord started burning and melting and goes down about 10 inches from the prong. Spoke to husband. There was a pop and then a glow. Husband got son and wife out and also saw the glow. Grabbed extinguisher from garage and went back in and the curtains were in flames. Burnt half the curtains. Husband put out with extinguisher. Fire dept came and investigated. Made sure nothing else was going to ignite. The husband is a fire chief. Family had to leave home. Insurance co put them in apartment until home is cleaned up from fire extinguisher and fire soot. Additional updated information includes the following: it was reported by the dealer that the cord was plugged directly into the wall outlet approximately 24" away from the bed. She also states that the app pump and pad was plugged in the next outlet. She said they went out to the home when the insurance inspector was there and it looked like the cord was crimped or pinched at the point where the fire started. Consumer's husband is a fire marshall and he immediately put out the fire with an extinguisher and called the fire dept. End user was immediately removed from bed and there is no injury. Bed was not damaged only the cord. The bed was a rental and the dealer already replaced it. They also replaced the mattress, rails, and app pump due to smoke smell